Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited low pacing impedance. No intervention was performed. The patient was in stable condition and will continue to be monitored.